Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis performed on 01 march 2018. It was reported the closure device could not be positioned correctly. A left atrial appendage (la) closure procedure was being performed. A watchman® access system was attempted to be positioned in the laa. The position was not correct. The ostium of the laa was too large and the working depth was insufficient. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed inner liner delamination.